Event description:
General report received of "6 or 7" plum a+ pumps that powered off without alarm. The customer contact reported the battery indicator showed that the batteries were charged; however, when the devices were unplugged, they operated for approximately five minutes and powered off. There were no report audible or visual alarms. No tracking information was provided; therefore, specific patient information, pump programming, or event dates were not available. There were no reports of any adverse patient events while the devices were in clinical use.